Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the implantable pulse generator (ipg) was difficult to charge and the patient also had to charge it often. The patient underwent an ipg replacement procedure and a nonrechargeable device was implanted. The patient was doing well postoperatively and the explanted device was discarded by the medical facility.